Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
Information identified in the manufacture's data base indicated the patient died approximately eleven months post implant of an implantable pulse generator (ipg). Through follow up additional information received indicated that the patient was not pacemaker dependent and in hospice care. A cause of death has been requested and not received.